Event description:
Dealer called in and stated that the joystick overlay is sticky with air bubbles on the overlay resulting in the end user having a difficult time utilizing the functions. Dealer stated there were no injuries nor any issues of abandonment associated with the incident.